Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that approximately 7 years later, the patient had migration and loss of proximal seal of the talent stent graft and 2x valiant free-flo stent grafts implanted to treat this event. On (B)(6) 2017 it was reported that another valiant thoracic stent graft system was additionally implanted. A type IV endoleak was observed at discharge and the patient experienced anemia 13 days post procedure, a type ii endoleak was also observed at a follow up visit one month post procedure. No additional clinical sequalae were reported.